Manufacturer narrative:
Pump received with no button error alarm and intermittent button response due to moisture damage keypad trace. Pump received with minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip. Numbers do not ramp up on its own or scroll bar moving with no input. (B)(4)

Event description:
The customer reported via phone call that the insulin pump failed and does not work. Customer indicated that it happened while delivering a bolus and the numbers scrolled and would not stop. Customer does not recall any significant events leading to the error. Troubleshooting was done for button error. Customer's blood glucose was 211 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.